Event description:
In a journal article, the authors presented the outcomes of toric and multifocal intraocular lens (iol) implant procedures performed by the resident surgeons. The first pt was bilaterally implanted. Following the initial implant procedures, the pt was noted to have an unexpected outcome with mild myopia and residual astigmatism in the left eye (os). The right eye (od) was noted to be dislocated postoperatively. The lens for the od was exchanged for a different model lens which was placed in the ciliary sulcus. Following the exchange procedure, the pt was noted to have an unexpected postoperative outcome with residual astigmatism. There are nine medical device reports associated with this article. This report is for the first pt, right eye (exchanged lens remains implanted).

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the reporter to properly complete an investigation. Add'l info was requested by phone, fax and mail. A completed questionnaire was received. Roensch a, charton j, blomquist p, aggarwal n, mcculley j. Resident experience with toric and multifocal intraocular lenses in a public county hospital system. J cataract refract surg 2012; 38:793. (B)(4).